Event description:
During a laparoscopic hernia repair, the oms20 would not fire into cooper's ligament. No consequence to the pt. 2/26/97-rep reported a second instrument was pulled and would not fire into cooper's. A third instrument was pulled to complete the case.

Manufacturer narrative:
H6; code 100: cartridge returned empty. Conclusion: ab) based upon the inquiry info received, the visual examinations and the functional tests, it was concluded that the instrs. Were conforming with regard to staples feeding, firing and forming. A) the instr. Was received in good physical condition, but the cartridge was empty and contained a copious amount of dried body fluids. The instr. Was examined and was found to be functional. A test cartridge was loaded onto the inst. And locked into place. The instr. Was then cycled, fired, and properly formed the remaining 23 staples without incident. B) the instr. Was received in good physical condition with excessive dried body fluids in the cartridge assembly. The instr. Was examined and was found to be functional and was cycled, fired, and properly formed the remaining 14 staples without incident. Comments: ab) each instrument is evaluated during the assembly process to ensure that staples feed, fire and form correctly. The instrument's staples may malform or reflect if fired into a hard object, such as bone.